Manufacturer narrative:
Device not returned.

Event description:
Plaintiff implanted with t-sling 5194001400 on (B)(6) 2008. Mesh removal occurred on (B)(6) 2013. Patient's legal representative stated stress urinary incontinence, pain, erosion, bleeding, infection, reoccurrence, bleeding, dyspareunia, and vaginal scarring.